Manufacturer narrative:
Continuation of d10: product ID: 203u product type: electrical umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that replacing both the balloon catheter and electrical umbilical cable resolved the issue. The case was completed with cryo.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure using the catheter, the console stopped ablations several times and displayed an electrical error. The patient's hospitalization was extended due to the event. Immediate actions included disconnection and reconnection of the electrical cable as well as changing the electrical cable and catheter following the persistence of the error for the third time. The outcome of this case is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 23626 was returned and analyzed. No anomalies were identified during visual inspection of the balloon, shaft, or handle. Review of the smart chip data indicated the catheter was used for 4 applications on the event date. During evaluation, the catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. Deflection testing (lever pushed to the forward and backward position) was performed, and the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. In conclusion, the reported hospitalization occurred following the procedure. The balloon catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.